Event description:
It was reported that the cot was at the mid height position and when a patient went to sit on the cot, the head end then dropped. The drop may have occured as a result of the leg return ram. This part was replaced by the customer however it is unclear if the replacement of the dampener was due to the fact that it may have caused or contributed to the alleged event. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Cot was repaired by customer.